Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that customer received excessive no delivery alarms. Customer reverted to back up plan as a result. Customer's blood glucose was 5.2 mmol/l. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The insulin flow blocked alarm functioned properly during the basic occlusion test and occlusion test. No unexpected insulin flow blocked alarms were noted when testing with a water filled reservoir and infusion set installed in the reservoir compartment. The pump had minor scratches on the display window, a scratched case and a pillowing keypad overlay.